Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose levels. Customer has recently been using humalog because his vial of novolog has broke. Reportedly, customer was having a problem with his silhouette infusion site falling off. Customer is using extra dressing to hold down the site. Pump passed delivery sys check.